Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The needle to cuff miss was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, suture placement was attempted in a common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, a cuff miss occurred. The sutures of two additional proglide devices were successfully placed prior to the evar procedure using the preclose technique. The sheath was upsized to 16f and the evar procedure was completed. The two successfully pre-placed proglide sutures achieved hemostasis. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.